Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 04/14/2023, 04/26/2023 and 05/08/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that proximal sensor auto zero failure message displayed. The system was not in clinical use; there was no reported harm to patient/user. It was confirmed that the issue occurred post flow sensor replacement. The remote service engineer suggested to check the logs for error code 110b. As per service manual, it was suggested to reset the da pcba and making sure the solenoid pins are aligned.